Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed the balloon protector cap was still on the balloon. The hypotube shaft was broken 880mm from the distal end of the spiral strain relief. A kink was noted on the hypotube shaft 780mm from the distal end of the spiral strain relief. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a shaft break occurred. The target lesion was located in a shunt. While preparing the 4.0mm/1.5cm spcb flextome catheter for use, outside of the patient, the shaft kinked when the physician "attempted to bunch up the shaft" in order to attach an accessory clip. When he attempted to straighten the kink, the shaft was broken. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.